Event description:
Healthcare professional reported "capsular contracture baker grade iii" confirmed via imaging exams. Later healthcare professional reported "grade IV of capsular contracture", "pain, burning and stiffening of the breasts" and "axillary lymph nodes present". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.